Event description:
During a standard follow-up interrogation, pacing percentage and residual battery longevity weren't available on the programmer screen. This behavior was also observed when the device was interrogated with another programmer.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.